Event description:
The tip broke during laparoscopic liver surgery. It was reported that the surgeon normally uses the cem nosecone. The tip was in contact with the patient. There was no patient injury. It was unknown if the event led to a significant increase in surgery time. Additional information was requested, however, response received that no more information was available.

Manufacturer narrative:
Integra has completed their internal investigation 06/09/2015. Methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: complaint confirmed. The 23 khz laparoscopic ext length tip was broken. The distal end of the tip near the pre-aspiration holes came into contact with another object and was damaged. Additionally, deep gun drilling marks in the ID of the tip at the damaged point, which could weaken the tip. Device history record reviewed for this product ID lot # tl-317664 manufactured on 09/24/2014 shows no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr's, variances or rework. A two year lookback in trackwise for this reported failure for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: root cause failure for tip cracking cannot be conclusively determined at this time. The failure mode will be subject to standard trending analysis and acted upon if determined to by systemic.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.